Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead. The lead had high impedance, was oversensing, had no capture, and was possibly fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Concomitant medical products: d d334drg, ICD, implanted: (B)(6) 2011. (B)(4).